Manufacturer narrative:
The initial MDR 2432235-2016-00787 was filed on december 22, 2016. Corrected information (05/10/2017): "siemens is investigating the issue." The discordant vancomycin and valproic acid results were appropriately flagged. While troubleshooting with the siemens customer care center (ccc), the customer asked what siemens would instruct an operator to do when a result is flagged. The ccc specialist informed the customer that they would instruct the operator to repeat the sample and follow their laboratory standard operating procedures for reporting flagged results. No further investigation is required, as the instrument performed according to specifications.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer checked the sample of patient 1 and noted large bubbles. The customer then poured primary tube into a secondary cup and repeated the sample. The initial result was flagged with "k" indicating the calibration low range is exceeded. The customer recognized that the sample of patient 2 was from the same site as patient 1. The customer checked the sample and found large bubbles. The customer then poured off primary tube into the secondary cup. The initial result was flagged with "l", indicating the result exceeds expected range. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed vancomycin (vanc) and valproic acid (vpa) results were obtained on two different patient samples on the advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc and vpa results.